Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending section cover was dry and had a hole/cut. The ultrasound image had twenty (20) broken elements. Switch one (1) was cut. The control knob movement had play and the up/down was loose due to a stretched angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope failed the leak test. The issue was detected during reprocessing. No patient injury was reported during the therapeutic procedure. During the evaluation of the device, it was noted the pink rubber on the probe unit had a deep cut due to stress. This report is to capture the reportable malfunction of the pink rubber on the probe unit had a deep cut due to stress noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the deep cut on the pink rubber likely occurred from stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.